Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 383-420mg/dl and boluses via the pump were delivered to address the bg level. For the past occlusions no troubleshooting was performed, the customer would change all supplies to resolve the occlusion and resume insulin delivery, for the current occlusion, the customer was able to resume insulin delivery without any additional occlusion alarms announcing prior to contacting tandem technical support. The customer declined troubleshooting to determine a possible cause of the occlusion and stated that their bg level was decreasing.